Manufacturer narrative:
The biomedical engineer (bme) reported of communication loss on all tiles on a central nurse's station (cns). It happened very briefly, as it happened for about 1 second and it recovered briefly and then when into communication loss again for another second and came back up. No harm or injury has been reported on the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report: lot # & expiration date device bla number summary report the following fields contain no information (ni), as attempts to obtain information were made, but not provided.

Event description:
A communication loss on all tiles on a central nurse's station (cns) was reported. It happened very briefly, as it happened for about 1 second and it recovered briefly and then when into communication loss again for another second and came back up. No harm or injury has been reported on the patient.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) (pu-621ra, sn: (B)(6) ) experienced comm loss on all tiles. This issue happened briefly and recovered on its own, and then the issue recurred. The customer mentioned they would like to submit log files for investigation on the cns, however they were never received. There was no patient harm or injury. Service requested: analysis of the device logs. Service performed: no service was provided as nk was never provided with the log files to evaluate. Investigation summary: the root cause of the issue cannot be determined as the customer was unable to provide further information for the investigation. Attempts to obtain further information were made, but there was no reply from the customer. The overall risk rating is medium.

Event description:
A communication loss on all tiles on a central nurse's station (cns) was reported. It happened very briefly, as it happened for about 1 second and it recovered briefly and then when into communication loss again for another second and came back up. No harm or injury has been reported on the patient.